Manufacturer narrative:
The customer called the company representative to assist with troubleshooting. The company representative discussed the setup with the doctor and staff. The doctor stated that the tip selected may have caused the lost phaco power. The operator's manual, states that "different handpiece, tips, and infusion sleeves are required for different procedural steps and/or functions." Therefore, a tip that is not compatible with the handpiece will cause the handpiece to not function as intended with the set system parameters. After reviewing the complaint, it is determined that the system was functioning as intended. The customer was able to troubleshoot and resolved the problem reported. The facility did not request service. There was no sample returned for evaluation and no additional information provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event. A review of complaints for the last 24 months did not indicate any additional similar reports for this system. The root cause cannot be determined conclusively. (B)(4).

Event description:
The customer reports during a procedure they lost phaco power. The procedure was completed following a system exchange. There was no patient harm.